Event description:
It was reported during reprocessing, the distal end of the sheath chipped. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were corrected: b5, d2a, e1: first & last name. The following fields were updated: d6, d8, d9, and h6. The device was not returned to olympus for inspection; therefore, the reported event was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject inner sheath device distal end was chipped, same contents as moc70. There was no patient involvement.